Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred.

Event description:
It was reported, "I am an np working in the picu. I recently placed a 3 french PICC line for a kid on our floor. While placing the line I found that the introducer that came in the kit was frayed at the tip of the breakaway and could not be used. I then opened a second kit and the introducer could also not be used as that was also frayed and unable to pass. The third kit I opened did have a functional introducer and passed easily over the wire." No other information was provided. It was reported this occurred with two devices. This report addresses the second device.